Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. Analysis identified shorting across the insulator of the feedthrough of the motor. Analysis identified corrosion on the gear train on the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Eval code-conclusion updated.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving morphine (7000 mg/ml at a dose of 7006.5 mg/day) via an implantable pump programmed for simple continuous infusion for pain. On (B)(6) 2016, the patient had severe withdrawal symptoms. The pump logs were read and several reset occurred messages occurred, several resets occurred - low battery messages occurred and several safe state messages occurred. The first message recorded in the logs occurred on (B)(6) 2016 at 13:03 with the last message occurring on (B)(6) 2016 at 14:57. On (B)(6) 2016, the pump was programmed to minimum rate. On (B)(6) 2016, the rep reported that surgery would be performed in the "next two weeks." A replacement pump had been ordered. Additional information has been requested regarding event outcome, but it was not available at the time of this report.

Event description:
On 2016-06-02, additional information was received from foreign manufacturer representative (rep). It was reported that the patient received a new pump. The patient was having the concentration of morphine slowly titrated up. The hcp and the patient were trying to find a more helpful treatment between the drug in the pump and oral medication for the patient's pain. This was "on the patient's own request".